Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4193-88 implantable pacing lead (B)(6) 2008; 4076-45 implantable pacing lead (B)(6) 2008.

Event description:
It was reported by the patient that "[patient] was shocked three times". The patient also reported that when trying to pick up the cell phone the patient was shocked. The patient heard the alert tone and sent a transmission. The patient is waiting to hear from the clinic. Follow-up is in progress for additional information. The lead remains in use. No further patient complications have been reported as a result of this event.